Event description:
As reported, during the aortic occlusion and cardioplegia delivery, the intraclude aortic device, icf100, was found to have damage to the shaft. The origin of the damage on the shaft is not clear; might be related to the endoreturn introducer, er21b. The procedure was delayed 15 mins to prepare the replacement device.

Manufacturer narrative:
The device evaluation is anticipated upon the product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found at below the trifurcation hub of the catheter. Chatter area was seen. An attempt was made to inflate the balloon and the shaft of the catheter was found to be leaking. The leakage was observed at the chatter mark. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system. Additional information: complaint referenced MDR submission of endoreturn device, report number: 3008500478-2013-00477.